Event description:
I used fixodent from 2001 until 2009. While I was using fixodent, I had numbness and tingling in my hands and feet. I could not talk on the phone or use the computer without my hands going numb. Blood test were taken and showed high levels of zinc in my blood. This is requiring ongoing medical care and treatment. Dose or amount: denture cream. Frequency: 1-2 times daily. Route: oral. Dates of use: 2001 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.